Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a scheduled follow-up, false ventricular fibrillation episodes were stored due to lead noise. An x-ray examination showed no signs of lead damage. The lead was capped and replaced. The patient was stable.